Event description:
It was reported that a male patient, who had a right shoulder implanted, underwent a revision procedure. Their stemless was removed and they were revised to a rtsa due to a subscap failing. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as the site does not allow decontamination. A device image was provided. No further information.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 no device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that based on the image provided, the devices appear unremarkable for explanted components. A review of complaint history determined that no further action is required as no trends were identified. The reason for the shoulder surgical revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.